Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "misconnection of supply and return lines". However, there was insufficient information to confirm this potential root cause. The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the caller noted they were having with flow rate (fr). Flow rate (fr) was fluctuating from 0.5lpm-2lpm. Guided to diagnostics system hours were 454, pump hours were 149, inlet pressure (ip) was -3.5psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 1.2lpm. Stated they had already tried disconnecting and reconnecting, returning the water from the pads, and adding pads one at a time to fluid delivery line (fdl). Asked if the patient went to CT and they confirmed they did. There were bubbles in all four clear connectors and confirmed no damage to fluid delivery line (fdl). No other arctic sun device to test pads with. Explained they could place device in manual control and attempt to determine which pad(s) may be damaged or can replace the set. Spoke to them and they decided to replace the pads.

Event description:
It was reported that the caller noted they were having with flow rate (fr). Flow rate (fr) was fluctuating from 0.5lpm-2lpm. Guided to diagnostics system hours were 454, pump hours were 149, inlet pressure (ip) was -3.5psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 1.2lpm. Stated they had already tried disconnecting and reconnecting, returning the water from the pads, and adding pads one at a time to fluid delivery line (fdl). Asked if the patient went to CT and they confirmed they did. There were bubbles in all four clear connectors and confirmed no damage to fluid delivery line (fdl). No other arctic sun device to test pads with. Explained they could place device in manual control and attempt to determine which pad(s) may be damaged or can replace the set. Spoke to them and they decided to replace the pads.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.